Manufacturer narrative:
Investigation summary: two photos were received and evaluated. One photo showed a 3ml syringe with needle (p/n 305060) sealed in a blisterpak. Another photo showed a 3ml syringe with needle next to a blisterpak from batch #1084224. Both syringes did not have any print present on the barrel which is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. It is possible a clogged ink manifold could have contributed to the defect observed. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1084224 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 syringes 3ml ll w/ndl 18x1-1/2 blunt fill had a scale marking issue. The following information was provided by the initial reporter: "it was reported that 2 of the syringes are missing the markings."